Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2014 with the following findings: power reset events were observed in the black box to support the power loss complaint. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. A crack was observed along the battery compartment threads and the battery cap threads were observed to be stripped. Product analysis was able to duplicate a power loss. A test cap was then used for a 24 hour test without any reboots. Unrelated to the power issue complaint, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump kept losing power and that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.